Manufacturer narrative:
Date sent to the FDA: 5/21/2024. Additional b5 narrative: it was reported that patient underwent revision surgery on (B)(6) 2013 and proceed was implanted due to recurrent hernia. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2013. (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2013 during which the surgeon noted the mesh adhered to the anterior abdominal wall, which required nearly three hours of meticulous dissections to take down the firm, extensive and pervasive intraabdominal omental adhesions to the mesh, the abdominal wall and multiple loops of bowel. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted the previously placed mesh became infected with drainage of purulent fluid. A very large piece of mesh was sticking to the intestine and the abdominal wall with thick adhesions and there was an enterocutaneous fistula connecting the mesh to the colon. The surgeon resected the area of the colon with the fistula and completely resected and removed the mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.